Event description:
It was reported that, "after using a 4.5mm broach and implant a 4.5 stem, the stem sat considerably proud. Stem was removed and another 4.5 stem was implanted and sat at the same level as broach."